Event description:
Patient had an implanted port into left anterior chest wall, when accessed and attempted to flush device, fluid noted to form, under skin. Catheter did not flush well in july; however, no fluid accumulation. Catheter tip in the right subclavian, very difficult insertion. Repeated chest x-ray demonstrated tip back into superior vena cava (svc). Unable to flush catheter, when flushed, area around port device puffs up, unable to get blood return. Needed another surgery to replace catheter.